Event description:
The account alleged the side rail came down on its own. No injury reported.

Manufacturer narrative:
The account checked the bed and the side rail latches and holds, they cannot duplicate the issue. No repair needed.